Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the insertable cardiac monitor (icm) exhibited a diagnostic anomaly and failed to be interrogated. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.